Event description:
On (B)(6) 2024, senseonics was made aware of an event where the user was hospitalized due to pain in the left hip.

Manufacturer narrative:
This adverse event was not related to the use of eversense continuous glucose monitoring system. No further investigation was found necessary.